Event description:
Additional information was received indicating the infection has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead product ID neu_stimloc_acc, lot# : unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: accessory, product ID: neu_unknown_ext, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physicians noted some scab formation around the right frontal incision and started the patient on antibiotic (keflex) treatment. Several days later, the patient noticed yellowish drainage from the right frontal incision. The patient later saw a neurosurgeon who noted the medial part of the right frontal incision was slightly separated and purulent. This was directly over the burr hole cap and thus "likely communicate(d) with the cap". All other incisions appeared well healed and neurologically the patient was at pre-surgical baseline. Per examination, it appeared to be a deep brain stimulation (dbs) hardware infection over the right lead burr hole cap. All right sided hardware was removed in order to prevent intracranial spread of infection with no complication noted. Culture results showed frontal incision hardware grew staphylococcus epidermidis and cutibacterium acnes (c. Acnes). Parietal incision grew c. Acnes. Brain leads were sterile suggesting no intracranial extension of infection. Notably, the neurosurgeon removed long-standing 1 cm scalp lesion that was near the region of the lead extensions, and which was cystic and grew c. Acnes. The physician noted it was possible the infection spread from the cyst, which had been present for years prior to dbs. The patient was doing well and was on 4 weeks of intravenous vancomycin which should treat both organisms. The patient was implanted with bilateral deep brain stimulation (dbs) for parkinson's disease. See attached user facility medwatch (mw5098516).